Event description:
The customer reported the device had a intermittent power supply (faulty ac power module). There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had an intermittent power supply (faulty ac power module). There was no reported pt involvement. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.